Manufacturer narrative:
Batch review performed on 02 march 2021: lot 145426: (B)(4) items manufactured and released on 24-oct-2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported since 2017.

Event description:
The patient came in reporting pain due to stem loosening 5 years 5 months after the primary. The cause of the stem loosening is unknown. The surgeon revised the stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.